Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The same day as event onset, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
The cause of peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotics (drug names, doses, routes and frequencies not reported) for peritonitis. Seventeen days after the event onset, the treatment was discontinued. That same day, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.